Event description:
It was reported by repair work order that the siderail was stuck in the down position due to corrosion on the timing link and that the power cord's ground prong was damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.